Manufacturer narrative:
Reportedly the hospitals engineer checked the device and identified a battery failure that prevented normal charging and discharging - the battery was replaced. The event was reported by the user facility to the national authority only - draeger was not involved in device check or analysis of the reported event. The affected device was manufactured in november 2019 and is not under maintenance contract with draeger - no further information could be obtained. The manufacturer is not able to perform an investigation to either confirm or deny the reported event. It is not possible to draw a reliable conclusion about the root cause of the event or if appropriate measures and repairs have been performed after the event. It must be clearly remarked that batteries are subject to maintenance and exchange according to the device instructions. The maintenance state of the affected battery is unknown. The charge indicator of the battery is not appropriate to check its maintenance state ¿ an overaged battery may not be capable to supply the device with energy despite being indicated as fully or sufficiently charged.

Event description:
It was reported that, while being on patient transport, the ventilator suddenly alarmed, then powered off and could not be turned on again. The patient was immediately ventilated by a breathing bag and re-connected to another ventilator - no injury or serious impairment of patients state of health was reported.